Event description:
It was reported that during trio trauma surgery, the surgeon used the screw and connector for 4 parts (B)(4). To remove the connector adapter from offset connector of (B)(4), the surgeon tried to loosen nut, but it was not possible to loosen nut. The surgeon removed the connector adapter, without loosening the nut of connector adapter.

Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment;results: material analysis determined that galling was the cause of the seizure of the locking screw. Additionally, no manufacturing defects were observed during the analysis. Conclusion: the cause of the reported event was determined to be galling between the locking nut and the connector head.

Event description:
It was reported that during trio trauma surgery, the surgeon used the screw and connector for 4 parts (th10-th12). To remove the connector adapter from offset connector of th10, the surgeon tried to loosen nut, but it was not possible to loosen nut. The surgeon removed the connector adapter, without loosening the nut of connector adapter.